Event description:
Ge muse software went live two months ago. This software allows a physician to view an online EKG for interpretation. This software reduces storage of paper EKG's and allows offsite viewing to facilitate interpretation quicker. While viewing an online EKG, the cardiologist noted he could not see the pacer spikes on the online view. The cardiologist knew the patient had a pacemaker. When the online view was printed, the pacer spikes could be seen on the paper version. A facility field service tech indicated this was a "known" problem that is expected to be resolved with the next version of the software. Concern was expressed by cardiology staff and administration as the software was sold knowing this problem existed and without being given a disclaimer. We were told that the next version has been out for one month (shortly after we went live). Two of the other system facilities are on version 5a. In order to do a serial comparison (the ability to take EKG's done previously and compare to current EKG's) we are on version 5e, the software we reported having problems with. The reason we cannot go to version 7 (the newer version that is supposed to take care of the problem) now is that ge told us that we cannot convert to version 7 without going through version 5e first. Apparently the data will not convert over. Discussion in the next couple of days with ge will revolve around obtaining a separate server so that we can move forward to version 7 even though the other 2 facility hospitals have not completed the version 5 process. These 2 facilities have not been experiencing problems as they are on 5a and we are on 5e. The difference is that 5a is more of a clerical storage mode whereas 5e is where the physician can actually view electronically online.